Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference, user reused test strip, user's test strip had poor fill.

Event description:
Consumer complaints of low blood results. Customers strips are in date. I verified customer is using proper testing technique. Ran a blood test (114 mg/dl). Customer stated her results yesterday (B)(6) 2015 were 70 mg/dl and she was not feeling well so she went to the emergency room seeking treatment. Blood glucose result at the hospital was 275 mg/dl. Customer was not able to read the memory, so she stated that this morning (B)(6) 2015 at 8:20 am her meter reading were 114 mg/dl, at 8:30 am 124 mg/dl. Performed a blood test with a result of 114 mg/dl. Consumer was not feeling very well. I asked if she needed to go to the emergency room or to her doctor she stated she does not. I suggested the customer, if she continues to feel the same to go to the emergency room or to call her doctor.